Event description:
Subsequent to the initial report, additional information was provided. The 4.0 x 28 mm xience xpedition stent delivery balloon partially deflated after initial deployment of the stent. Excessive force was used to remove the device from the anatomy after multiple attempts to rupture the balloon failed. No additional information was provided.

Manufacturer narrative:
Device codes: 1528 labeled, 1149 not labeled. Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported deflation issues, and difficulty to remove could not be confirmed through testing due to the condition of the device that was returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to deflate. The reported difficulty to remove appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: inflation: indeflator, stent: 3.0 x 28 mm xience xpedition. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was treat a de novo lesion in a moderately calcified proximal left main that did not have tortuosity and was 60% stenosed. Pre-dilatation was performed with a 3.0 x 20 mm trek balloon catheter at 14 atmospheres (atms) for 20 seconds and 20 atms for 15 seconds. A 3.0 x 28 mm xience xpedition stent was then implanted at 14 atms for 24 seconds in the proximal left anterior descending artery (lad). A 4.0 x 28 mm xience xpedition stent was deployed in the left main at 16 atms for 32 seconds. The 4.0 x 28 mm xience xpedition stent delivery balloon was used to post-dilate the 3.0 x 28 mm xience xpedition stent at 12 atms for 17 seconds. However, the stent delivery balloon was very slow to deflate and would not deflate completely. The stent delivery system (sds) was not able to be pulled back into the guiding catheter. There were several failed attempts to deflate the balloon such as pulling the sds into the aorta and using another indeflator, and inflating the balloon to a very high pressure to burst it. Additionally, an unspecified guide wire was used to try and burst the balloon; however, this failed as well. The sds was then pulled into the guiding catheter and the balloon ruptured. The sds was then able to be slowly removed from the anatomy via the radial artery. The patient is being monitored at an out patient clinic and is stable. No additional information was provided.